Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon (images not displayed) likely occurred due to a cable failure and the image was not displayed. However, the cause of the cable failure could not be identified. Regarding the cable damage, it is possible to prevent the phenomenon by following the instructions for use, which state: "·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. No additional finding was provided in addition to the reportable malfunction mentioned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the camera head had a damaged cable. Upon inspection of the customer¿s returned device it was observed, there was no image due to disconnection in the cable. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.